Event description:
The dealer states that the cable for the hub locks have become frayed on the inside.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.